Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. There was no issue found during the case. The device functioned/operated to specification. D9 date device returned to manufacturer added.

Manufacturer narrative:
The investigation for the console (aic) purge disc issues has been completed. The console nor the data logs were returned for evaluation. Without additional information, the root cause of the console purge disc issues could not be determined.

Manufacturer narrative:
The automated impella controller (aic) was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that during impella cp support for 50-year-old male patient, purge pressure was noted to be low. The nurse detected a broken part at the point where the purge disc must be arranged. The aic was replaced. The issue was resolved. There was no reported patient harm.